Event description:
Ohtuvayre and nebulizer indication: chronic obstructive pulmonary disease, unspecified. Patient reported that nebulizer pari plus is broken and has been for some time. Patient wanted to get replacement. Details not provided on how it is broken. Patient reported blood spots on arms. Patient reported they started bisacodyl as "water pill", however, patient was advised that was for constipation. Patient then mentioned requip, patient was advised that was for restless leg, then patient reported ropinirole, patient was advised that was the same as requip. Patient was confused on some of their medications and may be doubling up on some. Unknown if medical doctor is aware. Unknown if patient missed doses. Unknown if device is available for return. No additional information provided.